Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient regarding a basic evaluation trial. The trial started on (B)(6) 2016. The patient had pain in the buttocks area, and decreasing stimulation helped. She also had nausea. She later reported pain again, and it was noted that it was not stimulation. It was reported that the patient suffered from a ¿bad painful infection¿ during their evaluation. The patient was reported to be alive with no injury.